Manufacturer narrative:
Investigation: no patient harm occurred. Hamilton medical ag has not received the device for investigation. However, we were informed by the technician that he replaced the control board, updated to latest software. Consequently, all tests were passed and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the display of the hamilton-mr1 was no longer readable. Only black background. After a restart, the mr1 only alarmed and the display was dark. The device was checked in our workshop. Device started in service mode. Display still dark. No patient harm or consequences.